Event description:
It was reported that during jaw surgery that two blades broke. It was further reported that the broken pieces did not fall into the surgical site or stick in tissue. It was reported that the procedure was completed successfully using another blade of the same part number.

Manufacturer narrative:
The two blades subject to this MDR have two different lot numbers - 08356017 as listed in this report and also 08255017. The device manufacture date of the device with lot number 08255017 is 11 september 2008, and the expiration date is 1 september 2013.